Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a 27-year-old female patient who had essure (batch no. 627745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included incarcerated umbilical hernia. Previously administered products included for prevent pregnancy: norethindrome from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: depo, mirena and nuvaring. Concurrent conditions included overweight. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2009 for pain as well as since 2009, caffeine;paracetamol (excedrin aspirin free) since (B)(6) 2009, doxycycline from 2016 to 2018, meloxicam since (B)(6) 2018 and norethisterone (mini-pill) from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric : problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), menstrual disorder ("menstrual hemorrhaging"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/ urinary problem/ bladder problems."), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased, abdominal pain, urinary tract infection, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Lot number: 627745 manufacturing date: 2008-01 expiration date: 2010-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a (B)(6) female patient who had essure (batch no. 627745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included incarcerated umbilical hernia. Previously administered products included for prevent pregnancy: norethindrome from january 2008 to march 2009; for an unreported indication: depo, mirena and nuvaring. Concurrent conditions included overweight. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2009 for pain as well as since 2009, caffeine;paracetamol (excedrin aspirin free) since (B)(6) 2009, doxycycline from 2016 to 2018, meloxicam since (B)(6) 2018 and norethisterone (mini-pill) from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric : problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder"), menstrual disorder ("menstrual hemorrhaging"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/ urinary problem/ bladder problems."), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased, abdominal pain, urinary tract infection, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added event urinary tract disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.